Event description:
It was reported that this pacemaker exhibited noise, oversensing and low pacing impedance measurements on the non-bsc right ventricular (rv) lead. Isometric and pocket manipulations and sample impedances were recommended. The patient experienced undesired sensations, anxiety, and depression. Subsequently, a revision procedure was performed and the pacemaker was explanted. While the non-bsc rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise, oversensing and low pacing impedance measurements on the non-bsc right ventricular (rv) lead. Isometric and pocket manipulations and sample impedances were recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted. While the non-bsc rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.